Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that for an interventional popliteal procedure, while opening the packaging, the 4 x 40 x 135 mm xpert stent was already deployed. It was not used on the patient. Another same-size xpert stent was deployed to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.